Manufacturer narrative:
(B)(4).

Event description:
Procedure type: billroth 2. According to the reporter: wanted to transect part of the stomach. Once stapled, the stapleline was insufficient and the clips was not formed as the 'perfect b', which caused a small bleeding. Nothing further was noticed and the procedure was finished as expected. Another gia10048s was used to oversew the staple line without any problems. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, nothing fell into cavity, no reinforcement material used. The tissue with the original staple line cut out while using the second gia10048s to reinforce the section that was malformed.